Event description:
In regards to amo complete moisture contact lense solution, I have had 3 episodes of conjunctivitis in the past month which have required treatment, the most recent being 2007. I have used the complete moisture lens solution exclusively for 2 or more yrs. Used a week and a half, bid.